Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6) (B)(6). Batch: (B)(6) (B)(6). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: (B)(6).

Event description:
It was reported that the patient was not receiving adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned.